Event description:
An altitude alarm was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes and follow certain steps to resume insulin delivery. After performing these actions, the pump resumed normal operation without further issues, and the customer received tips for preventing future altitude alarms.